Event description:
It was reported that a pt who had an ivc filter implanted in 2008 presented to the ER with leg pain and swelling. A CT was performed and it was identified that the pt's veins from the legs to the ivc were occluded with thrombus. Additionally, one of the filter legs was perforating the cava wall and extended into the aorta. A covered stent was implanted to treat the perforation in the aorta. The filter remains implanted.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for eval. The event investigation is currently underway.